Manufacturer narrative:
One ff771r batch number (B)(4) received for investigation. The device was in used condition, several indications of wear and tear were visible and tip was broken off. Microscopic analysis of the fracture indicates a pattern of forced fracture. No pores, inclusions or foreign bodies could be found on the point of rapture. The contact surface between the upper and lower part of the punch is damaged and the cutting edge is blunt. Hardness of the device material was tested and found to be within specification. Review of batch history records indicates that in this batch, a special release was triggered. This release was related to inspection dimension *1* which is related to the opening wide of the bone punch. The specified range of the dimension is 8 +0.6 -0.5 mm, but in this batch it is 8 + up to 0.8 mm. All other criteria were fulfilled. The deviation was considered uncritical and for this reason the special release was carried out. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. This type of instrument is designed for delicate use only. It is likely that a mechanical overload situation led to the breakage, which is confirmed by the blunt blade. The cutting performance was no longer given and thereby the pressure during the surgery was too high. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range. Corrective action is not required.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Kerrison being used in surgery and tip broke off in the patient on soft cartilage tissue. The tip was recovered out of the patient.